Event description:
It was reported that a homechoice device experienced an unspecified alarm that required the patient to change the cassette. This occurred during priming of peritoneal dialysis therapy. The patient completed therapy with a new cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem of an unknown alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.